Event description:
Drain broke: customer stated a drain broke when the surgeon tried to take the drain out. The drain broke at the skin level. Customer further stated the surgeon did suture the drain in place and the surgeon used his hands and an instrument to remove the drain.